Event description:
Customer reported a past low blood glucose event; the exact value was not specified but was displayed as "low." Low bg cause was not known. The customer consumed carbohydrates and glucose tablets as treatment and was advised by technical support to consult a healthcare professional to discuss factors affecting their blood glucose levels.